Event description:
Prior to the procedure, during prep, air was noticed being drawn into the coronary control syringe. This continued to transpire during the case, causing the technician to disconnect, clear out the air and reattach the syringe to the manifold. No pt harm or injury occurred as a result of this event.

Manufacturer narrative:
Since the device in question was not returned, nor was the lot number reported, merit is unable to perform a follow-up investigation. Therefore, no conclusion can be drawn. Merit will continue to monitor events of this type to ensure that no increasing trends occur.